Manufacturer narrative:
H11. Additional narrative: this report summarizes 31 valve in valve adverse events that would have been reported to the FDA between january 1 and march 31, 2026, for product code lwr. 30 events were identified through external sources and one event was identified through edwards internal implant registry. The total number of patients within events identified through the internal implant registry was 1. The subject devices were not available for evaluation, as they remained implanted. Based on the investigation results completed at the time of this report submission, an edwards manufacturing defect was not confirmed as the root cause of any events. No new risks or unexpected failure modes were identified. Routine monitoring and trending activities remain in place, and no additional actions are required at this time.

Event description:
This report summarizes 31 valve-in-valve adverse events that would have been reported to the FDA between (B)(6) 2026 for product code lwr.

Manufacturer narrative:
H11. Corrected data: attached the event specific information .csv file that was missing in the initial submission.